Event description:
A failure code 812:02 on channel a. The failure was reported to have occurred during biomed testing. No record of any patient incident involving the pump no patient injury had been reported.